Event description:
It was reported by the service and repair department that the dhs®/dcs® impactor, was broken during surgery. No additional information provided. There were no reports of any patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: lot 1038: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item broke. The repair technician reported the handle was broken. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed there was no impact to patient, there was no time delay, and there was another device on hand to complete procedure.

Manufacturer narrative:
Product investigation summary: the complaint condition for the dhs/dcs impactor was likely caused by off angle hammer strikes; however, this complaint is not a result of any design related deficiency. The dhs/dcs impactor is an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was returned and reported to have broken during surgery. This condition is confirmed; the plastic, polyphenylsulfone tip has broken off from the metal shaft of the device. It is likely that off angle hammer strikes have led to the introduction of shear forces, which ultimately led to this complaint condition. The smooth fracture surface is indicative of this mode of failure. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.